Manufacturer narrative:
Upon receipt at our quality assurance laboratory the rezum delivery device. A visual inspection was performed, and no damage or abnormalities were found. The mechanical test showed that the needle retracts and deployed, and the function of the buttons worked as intended. Functional test was performed, however the device performed prime, pretreatment, and 5 full treatments without any issues or errors. The reported allegation of an orange plastic object found within the needle could not be confirmed. Due to the lack of evidence, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure, when the priming process was being performed, an error message was displayed, the issue persisted after performing another priming. A camera was inserted into the delivery device and an orange transparent fog was displayed. Upon inspection of the device tip, an orange plastic object was found in the needle deployment area. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a water vapor therapy procedure, when the priming process was being performed, an error message was displayed, the issue persisted after performing another priming. A camera was inserted into the delivery device and an orange transparent fog was displayed. Upon inspection of the device tip, an orange plastic object was found in the needle deployment area. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a water vapor therapy procedure, when the priming process was being performed, an error message was displayed, the issue persisted after performing another priming. A camera was inserted into the delivery device and an orange transparent fog was displayed. Upon inspection of the device tip, an orange plastic object was found in the needle deployment area. The procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory the rezum delivery device. A visual inspection was performed, and no damage or abnormalities were found. The mechanical test showed that the needle retracts and deployed, and the function of the buttons worked as intended. Functional test was performed, however the device performed prime, pretreatment, and 5 full treatments without any issues or errors. The reported allegation of an orange plastic object found within the needle could not be confirmed. Due to the lack of evidence, a conclusion code of cause not established was assigned to this investigation.